Manufacturer narrative:
(B)(4).

Event description:
This lead was returned without documentation from an unknown source. The patient's physician had no information on the event. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the inner conductor coil. It is reasonable to assume that this damage resulted from mechanical forces applied during the surgery. Furthermore, the presence of coagulated blood in the lead was detected, which was most likely introduced into the lumen as a result of stylets used during the surgery. The values of the parameters measured during the electrical analysis were within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.